Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen / blank display and a critical pump error. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer stated that insulin pump had frozen display and broken force sensor was detected during seating or regular delivery alarm. The customer was assisted with troubleshooting and the display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electrical board. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm due to blank display. No frozen screen noted. Device also received with cracked case(battery tube) and cracked battery tube threads. (B)(4).